Event description:
It was reported that the device's ac power module requires replacement. There was no reported patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which an ac power module was ordered. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ac power module, the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time.